Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The device was returned and evaluated. The user report was confirmed, the device was automatically powering off when selecting a cavity to work. This problem was caused by a failing main pressure sensing board. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains information on how to identify the cause of an abnormality and how to deal with it. For example, if all leds are off, an abnormality has been detected in the internal circuit of the device. It is presumed that the cause of the failure of the pressure sensor mounted on the main board is one of the following process abnormalities: oxygen entered the device, and the electrode part of the pressure sensor was corroded. Due to the corrosion, the wiring inside the pressure sensor was peeled off. Foreign matter (epoxy) was attached due to a mistake in mounting the parts, and the wiring inside the pressure sensor was peeled off due to the adhesion of the foreign matter (epoxy). Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
It was reported, during an appendicitis procedure, the high flow insufflation unit powered off without reason. According to the initial reporter, when they turned it back on, the moment a cavity was selected, the device would power off again. There was also a continuous beep sound noted. Reportedly, this process continued throughout the procedure, but the procedure was completed. There was no patient harm or consequence reported as a result of this event.